Event description:
It was reported that the compressor alarmed for low pressure. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The low pressure alarm could be verified. All dust filters were cleaned and vacuumed and all internal connections were checked to be tightened. The compressor was found to be intermittently going into standby. The standby valve was replaced. The compressor then passed all performance and safety tests and was cleared for clinical use. The replaced standby valve was scrapped. The conclusion in this matter is that the standby valve was defective, but the cause of the has not been determined.